Event description:
Medtronic received information that this bioprosthetic aortic valve exhibited stenosis and insufficiency after approximately four years of service. The decision was made to explant and replace the valve. Upon explant, the valve appeared sclerotic, and exhibited a tear in the non-coronary leaflet. It was reported that a hole occurred during explant due to a forceps. The valve was replaced with a similar device, with no reported adverse patient effects.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: the device was received in a clear solution, 0.2% glutaraldehyde, in an explant kit. All leaflets are slightly stiff but flexible. A large tear and abrasions in the right cusp lunula and free margin adjacent to the right non-coronary commissure appears to be associated with bias wear. A small perforation in the lunula of the non-coronary cusp adjacent to the non-coronary left commissure appears to be due to bias wear contact. Pannus extends from the top of the left right stent post along the outflow rail adjacent to the right cusp onto the right non-coronary stent post. Radiography shows a remnant of mineralization in the belly of the right cusp adjacent to the captive ridge. Conclusion: reduced performance of the device likely attributed to tissue wear on the bias cloth. Evaluation of the device noted no component or manufacturing anomaly that would have contributed to the observed bias wear, suggesting that implant orientation/patient anatomical factors resulted in the observed bias wear. The device was explanted and replaced with no reported adverse patient effects.